Event description:
It was reported that the 3.5x33mm xience xpedition stent was advanced without resistance and deployed in the right coronary artery target lesion with one inflation at 20 bars, but the balloon of the stent delivery system would not deflate after 30 seconds of holding negative pressure. Resistance was met when the inflated sds balloon was pulled to the tip of the guide catheter and the sds catheter separated in the guide catheter during withdrawal from the anatomy through the radial artery. The guide catheter and sds were removed together as a unit. The entire sds remained inside the guide catheter. A new guide catheter and another sds were used to complete the procedure without further incident. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: device coding: 2017 - use above rated burst pressure (rbp): it should be noted the xience xpedition everolimus eluting coronary stent system instructions for use states: do not exceed rbp as indicated on product label. Use of pressures higher than specified on product label may result in a ruptured balloon with possible intimal damage and dissection. The device was returned for analysis. The reported shaft separation was confirmed. The deflation issues and difficulty removing the device could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record revealed no non-conformances from the reported lot. A query of the electronic complaint database revealed no other similar incidents reported for deflation issues, difficult to remove, or shaft separations from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.